Event description:
The customer reported via phone call that they experienced a high blood glucose level of 490 mg/dl. The infusion set had a kinked cannula. The customer received a weak signal alarm. The customer declined to troubleshoot for the weak signal alarm. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.